Manufacturer narrative:
The investigation found no evidence that vitros ahbc reagent lot #1160 or the vitros eci did not operate as intended. The investigation was unable to determine root cause for the false positive vitros ahbc result, however, pre-analytical sample handling could not be ruled out, as details regarding the handling and storage of the sample prior to testing in 2009 were not provided. Additionally, although acceptable quality control results were obtained from the reagent pack of vitros ahbc kit lot 1160 that was in use at the time, vitros ahbc kit lot 1160 had expired on 07/29/2008. The root cause is unk.

Event description:
A customer observed false positive vitros anti-hbc results for a single pt sample tested on a vitros eci analyzer in 2009. The customer expected a negative ahbc result based on additional hepatitis assay results from an alternate facility and from a second sample tested the following month. Falsely elevated results may lead to inappropriate physician action. The false positive result was not reported. There was no report of pt harm as a result of this event. Note: this form 3500a is one of two mdrs for this event. One pt sample was run on two different assays (ahbc and ahav total). This report corresponds to ortho clinical diagnostics inc.